Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The dreamstation auto CPAP was returned to a third-party service center for evaluation. During evaluation of the device at third-party service center, foam particles were found within the device. In addition, an occurrence of error codes were found in the device. There was no patient harm or injury reported. The device was scrapped following the evaluation.